Manufacturer narrative:
(B)(4). The device was returned to the factory on 08/10/2020. An investigation was conducted on 08/26/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for connector function. The ports in the gray connector was lined up with a reference cord, the device connected without incident. The device was disconnected without difficulty. Based on the returned condition of the device and the results of the investigation the reported failure "connection issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The hemopro device was being used to harvest the saphenous vein during a CABG procedure. After the dissection was completed, the harvester prepared to use the hemopro to ligate branches. However, the bisector would not connect to the power cable. This was attempted multiple times and each attempt was unsuccessful. Therefore, the defective device was removed from the surgical field and a new device was opened. The new device connected without any difficulties and the case was finished with no further issues. No adverse events or injury occurred due to this defect.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The hemopro device was being used to harvest the saphenous vein during a CABG procedure. After the dissection was completed, the harvester prepared to use the hemopro to ligate branches. However, the bisector would not connect to the power cable. This was attempted multiple times and each attempt was unsuccessful. Therefore, the defective device was removed from the surgical field and a new device was opened. The new device connected without any difficulties and the case was finished with no further issues. No adverse events or injury occurred due to this defect.